Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 360 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and experiencing pain during wear and bolus delivery, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Additional method of treatment was not provided.